Event description:
It was reported that a patient's stimulation "doesn't work." It was noted that the patient had alzheimer's disease. The reporter was unsure if the patient was not using his device because he was pain free or if he could not remember due to alzheimer's disease. It was noted that the patient was not asking for pain medication. Further information has been requested. If more information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).